Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl and while wearing the pod between 4 and 24 hours . The patient reported bleeding and leaking insulin for the infusion site (arm) as treatment, a new pod was applied.